Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was experiencing charging difficulties. An x-ray was taken which revealed that the ipg had flipped. The pt underwent a revision procedure where the physician flipped the ipg back to the correct orientation. The pt is reportedly doing well.